Manufacturer narrative:
The stents were both discarded by the user and are not available for evaluation. Note that no device identifier is available for the second attempted (gts100r) stent. The device identifier for this second stent has been requested. The device history records were reviewed for the first attempted stent (gts100l) and there were no discrepancies identified. (B)(4). Reference MDR #2032546-2016-00014 for the second stent involved in this event (gts100r). Hyphema and vitreous hemorrhage are identified in the device labeling as known inherent risks of glaucoma stent surgery.

Event description:
The surgeon attempted to implant a left istent in the patient's right eye and had a difficult time getting the proper angle. Immediately there was excessive heme coming from the 1:00-2:00 position (implant site was at the 3:00 position). The surgeon attempted to clear the heme with irrigation/aspiration, but this resulted in additional bleeding. He attempted to implant a right stent, but aborted due to compromised visualization from heme. As the surgeon exited the wound, the stent appeared to catch on the incision site. I/a was performed again and clotted heme was observed behind the intraocular lens (suspected vitreous hemorrhage). No stent was implanted. Patient has a history of hypertension and was on blood thinners. Cataract surgery was reported as uneventful. The surgeon conferred with the glaukos medical monitor who reported that the patient had been on anticoagulation medication and there was bleeding from the angle when istent placement was initially attempted. The surgeon reviewed the case with a retina specialist and they believe the heme observed behind the iol was most likely blood from the anterior chamber trickling into the vitreous cavity. Patient will be seen on (B)(6) 2016 and possible b scan will be performed if poor view of posterior segment and if there is any concern of a suprachoroidal hemorrhage. Additional information has been requested.

Manufacturer narrative:
(B)(4). Reference MDR #2032546-2016-00014 for the second stent involved in this event (gts100r). Submitted to FDA: 05/23/2016.

Event description:
Additional information was requested and on (B)(6) 2016 the surgeon provided following information. The hyphema was treated with atropine bid, pred forte qid and observation. The vitreous hemorrhage was treated with observation and elevating the patient's head position while sleeping. The vitreous hemorrhage had no adverse impact on the patient and resolved within 3 days after cataract surgery. The hyphema and vitreous hemorrhage have both resolved.